Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2019-12974. It was reported the patient was experiencing uncomfortable stimulation. CT imaging revealed both leads had migrated. As a result, surgical intervention may be taken at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced. Issue resolved.